Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume food for the intended amount of bolus delivery. The customer's blood glucose (bg) level was between 49-200s mg/dl. Customer consumed glucose tablets to address bg. In addition, the usb cable was broken and was unable to charge the pump. Replacement cable was sent to the customer.